Event description:
Surgeon attempted to separate the body from the stem using the 6278-9-070 body/stem separator, lot tace913. The tip of this broke off inside the cone body. Surgeon was able to remove broken pieces from inside the cone body using forceps. Surgeon then attempted to remove entire construct using 6260-4-090 mcreynolds distal stem adaptor lot tacl506, on the slap hammer. The thread of the mcreynolds distal stem adaptor snapped off inside the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed by the return of the fractured device. Visual inspection: the device was returned with the three collet fingers broken from the device. The rest of the device showed normal signs of use after 10 years in the field. The root cause of the reported event was determined by a material analysis sme to be tortional overload. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon attempted to separate the body from the stem using the 6278-9-070 body/stem separator, lot tace913. The tip of this broke off inside the cone body. Surgeon was able to remove broken pieces from inside the cone body using forceps. Surgeon then attempted to remove entire construct using 6260-4-090 mcreynolds distal stem adaptor lot tacl506, on the slap hammer. The thread of the mcreynolds distal stem adaptor snapped off inside the implant.